Event description:
Mxp2520206 windchill ra602048 problem statement and description: customer reporting two false negative results on the vision with the ortho sera anti-jka lot v239155, exp 9/30/23, papain lot v249596, exp 5/6/23 and buffer gel card lot 103122004-01. On march 26,one patient was tested as jka-,jkb- on vision; supervisor repeated testing manually in tube and the patient was found to be jka+. On april 18, one rbc unit was typed as jka- on the instrument with that lot of anti-jka. A new tech had performed this testing supervisor felt that is was training issue at the time. The unit (w227723004953) was subsequently cross-matched to the jka positive patient and found to be incompatible. Investigation of the incompatibility led to the manual testing of the unit and it was found to be jka+. Relevant information: - issue started on- reported: 3/26 4/18 - microtubes/wells or cell (donor #) affected: one patient and donor unit - reaction grade obtained: negative - customer was expecting: positive - incubation time (for manual test only): rt @ 15 minutes - method/result obtained by repeating: confirmed results manually on the bench - number of samples affected? One patient - was any expired product used? No product handling protocol: - cassette/gel card storage temperature range: per IFU recommendations - cassette/gel card orientation: upright - rbc storage and handling: per IFU recommendations - visual appearance before use: acceptable - was the vial freshly opened? No actions already performed by customer: customer had some known positive jka samples tested on the instrument april 19 using the opened bottle of anti-jka. They also opened a new bottle of the same lot. The results from both bottles were jka+ as expected. Jka- as expected. They haven't had another occurrence of the false negative results since this initial report. Troubleshooting steps performed by tsc: customer to provide patient order report for review. Provided unit donor report. When was the lot of antisera first put into use? 2/21/23 are you seeing false negative reactions with qc and/or patients? Patient and donor unit are the negative grades being reported by the vision as "0" or "?" And being modified by the operator? Original result is 0 was testing confirmed manually on the bench? Yes was any troubleshooting performed using a new lot of antisera and if so what were those results. We only have 1 lot. We did compare new bottles of the same lot and the results were consistent with the manual results. Were any false negative results reported to a physician? No. One unit was tested as negative, but it was incompatible with the patient. It was later tested by another tech using manual methods and found to be positive. Was patient care affected? No. Tss was able to follow up with customer obtaining further details and clarification. Only patient sample was tested on march 26 for jka/jkb. The ID is 88-19-65-9c-cb-19-6e-2d-8f-80-de-45-41-22-d2-5f-00-af-56-ee-33-4d-05-6a-f2-a7-f3-05-d3-d2-67-81. Information of ortho sera on-board stability recommendations was provided to the customer to ensure the lab is following the user guide protocols per validated testing intervals of each type of sera used. Ortho sera jka/jkb has been validated to be on-board a continuous 24 hours. If the reagent is unloaded, the operator must manually track this as the vision will not perform this in the software. The reagent is also acceptable to use up to 8 times if loaded within a 17 day interval, without exceeding the 24 hour suitability period. Customer will review their sop and process with the staff.

Manufacturer narrative:
Investigation details: customer provided the patient and donor order reports for review. Ortho tss reviewed the column grade reports for the patient sample tested on 26mar2023, (patient sample ID: (B)(6)) and the donor sample tested on 18apr2023, (donor sample: (B)(6)). Both samples resulted as negative for jka as reported. Barcode scan reports were reviewed and confirmed each sample to have been identified using the internal laser scanner. Metering reports confirmed pipetting of the samples occurred in the correct locations expected. All reports indicate no handling errors occurred during the processing of either specimen on the vision. Ortho tss also provided information regarding ortho sera on-board stability recommendations to ensure the site is following the user guide protocols per validated testing intervals of each type of sera used. Ortho sera jka/jkb has been validated to be on-board a continuous 24 hours. If the reagent is unloaded, the operator must manually track this as the vision will not track in the software. The reagent is also acceptable to use up to 8 times if loaded within a 17-day interval, without exceeding the 24 hour suitability period. Customer will review their sop and the process with the staff. An investigation was opened at quotient (manufacturer of ortho papain; lot v249596 for a batch record review, retain testing and complaint review for similar events with similar non-ortho products manufactured by quotient (dra601841). That investigation was still in process at the time of this assessment. Once additional information becomes available, further assessment will be performed. An additional investigation was opened at quotient (manufacturer of ortho sera anti-jka; lot v239155 for a batch record review, retain testing and complaint review for similar events with similar non-ortho products manufactured by quotient (dra602000). That investigation was still in process at the time of this assessment. Once additional information becomes available, further assessment will be performed. A review of the worldwide complaint databases was performed for ortho papain lot v249596 through 15may2023. A total of three complaints for falseneg and related call areas were identified for the lot related to the ongoing investigation. No trend identified (dra602067). The assignable cause of the discordant negative jka antigen typing results obtained on the ortho vision with the ortho sera anti-jka reagent could not be determined. There was no evidence of any systematic failure of the ortho clinical diagnostics reagents or analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported events. Investigation summary: false negative jka antigen typing results on the vision with ortho sera anti-jka reagent for one donor sample and one patient sample. The assignable cause could not be determined. No general product failure is identified. No biased results were reported to a physician.